Manufacturer narrative:
The information provided in concomitant medical products was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that they experienced high blood glucose. The customer¿s blood glucose level was 400 to 456 mg/dl at the time of the incident. The customer had treated the high by the time of the call. Troubleshooting was not completed. The pump failed the high pressure test. The insulin pump will be returned for analysis.